Event description:
It was reported that this device requires evaluation. The customer contact has stated that he is unsure of the reported symptom. It is believed that the device either alarms for a check battery or a constant upstream occlusion. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device for the reported constant upstream occlusion alarm. The evaluation was unable to reproduce or find evidence of a constant upstream occlusion alarm. Review of the device history log shows multiple upstream occlusion alarms, however, it is unknown if an upstream occlusion did exist.